Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Suspected cause was due to the customer¿s personal profile settings being incorrectly programmed by the health care provider. Customer was misdiagnosed with neonatal diabetes. As a result, customer was admitted to the neonatal intensive care unit (nicu). Customer received treatment of dextrose and breast milk which helped to resolve the issue. Customer was released from the nicu on (B)(6) 2026 with no permanent damage. Customer was removed from use of the pump.